Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent kv on in error messages. This error causes the system to shut down. This resulted in an intermittent loss imaging functionality. There is no report of injury or death associated with this event.